Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was rushed to hospital due to high blood glucose level of 41 mmol/l. Customer was treated with manual injection. Customer had blood glucose level of 13 mmol/l. Customer had symptoms such as positive results in ketone test and vomiting. Customer declined to check air bubbles and leak.the insulin pump passed self test, high pressure test and displacement test. The insulin pump will not be returned for analysis.